Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm in zone 4. At unknown time before the procedure, the patient had surgery and a synthetic vessel was placed. It was reported that post deployment, a type ia endoleak was confirmed proximal to the (B)(4). The physician tried to resolve the endoleak with a reliant balloon; however, the balloon ruptured in the artificial vessel during the stent graft modeling. There was no injury to the vessel reported as result of the balloon rupture. The type ia endoleak was not resolved and the physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (burst), (unknown cause of event). Evaluation, conclusions: (unknown cause of event).